Event description:
It was reported that the patient experienced pain with a dura ii malleable penile prosthesis. A surgery was performed in which the device was removed. The penile prosthesis was believed to be 10 years old. The patient did not experience further known complications. No more information available at the moment, further information was requested. It was further confirmed that no other device was implanted during the procedure. No more information available at the moment. Should additional information become available, it will be provided.